Event description:
Report indicates: "overinfusion." No additional information at this time. Account reports the medication was propafol. The account reports this over infusion was due to the use of a 'terumo' syringe instead of a bd or monoject. Account reports a 10% overinfusion with this syringe even in bio-med testing. Pumps wer tested again with bd syringes with no overinfusion. No patient injury reported. Account indicates user error.